Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The pads were received opened and appeared used. There was not discrepancies found with the pads. One of the pads had hair on the adhesive and gel while the other pad had skin and debris on the adhesive and gel. This is an indication of poor patient preparation, which would have contributed to the peeling of the pads (off the patient) and poor coupling. These are factors that can result in the electrodes not being firmly attached to the patient, which can lead to the pads peeling off the patient and failure to analyze. This report has been attributed to poor coupling of the electrode pads to the patient?s skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to assess a patient (age & gender unknown), the electrode pads would not adhere to the patient's skin and the associated device was unable to analyze. Complainant indicated that the patient was already deceased for 10-24 hours before attachment to the electrode pads/device.